Manufacturer narrative:
Additional information provided in model #/lot #, device available for evaluation?, and concomitant medical products. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an irrigation / aspiration (I/a) cannula split into two parts during a surgery. The cannula was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the suspect product is not an irrigation / aspiration tip which was originally reported. It is a phacoemulsification tip.

Manufacturer narrative:
One balance phaco tip was returned for evaluation for the report of a split cannula into two parts. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection of the phaco tip received was performed and deemed nonconforming. The tip is broken along the cannula. The break extends from the back of the cannula up to the bend region. The wall thickness at the break area is uneven, causing a thin wall. The complaint does confirm the phaco tip is broken. The reason for the breakage is due to a nonconforming thin wall present at the break area. This thin wall is a manufacturing issue created at the machining process for the phaco tip. (B)(4).